Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv4 ruptured during filling. The device was being filled with 5-flurorouracil when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been discarded and is not available for evaluation. This issue is currently being investigated under CAPA (B)(4). A follow-up report will be submitted if additional information becomes available.